Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. The most likely cause of the reportable failure could be using the incorrect cleaning detergent/procedure.

Event description:
On 12/20/2021, it was reported by a distributor via sems that (2) ar-8955d hex drivers were found with rust spots on it. This was discovered prior to a procedure. Due to the rust, case was cancelled additional information requested.